Manufacturer narrative:
No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the adhesive on the patient's cleo 90 infusion set came off the plastic connector, it was still stuck to their skin and the cannula stayed in place, but the patient believed the insulin might not have gone into their body properly because of the loose connection. At the time of the connection, the patient's blood sugar level was 299 mg/dl. Per reporter, the insulin pump wasn¿t giving a correction dose, even though their blood sugar was high. The patient thinks the site may have been detached for up to 90 minutes before they noticed. While on the call, the patient gave themselves a manual insulin dose of 2.5 units. The patient was advised to keep checking their blood sugar and contact their physician if needed.